Event description:
It was reported that during the thoracoscopic lung segmentectomy surgery, device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. D4: batch # 247a93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received with the one-piece sled missing and unfired, with the reload pan partially dislodged from the right proximal side. In addition, 9 double drivers missing, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria.  As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review a manufacturing record evaluation was performed for the finished device batch number 247a93, and no non-conformances were identified.